Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 & flu a/b direct assay, but were confirmed negative by an unknown method. The customer has not provided any assay lot information after several attempts. It was communicated to the subsidiary that late cts that are higher than the typical 22-32 CT range is possibly due to the sample being near the limit of detection of the simplexa assay. This was communicated to the customer and they were satisfied with the explanation. The customer's device and suspected false positive samples were not provided for investigation. No further investigation can be performed due to the lack of assay lot information.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 & flu a/b direct assay, but were confirmed negative by an unknown method. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.